Event description:
The customer reported that during prime, he noticed there was a leak in the tube at the tube junction. The sample was saved and will be returned. Product code 5001102; lot number 27118.l11.